Event description:
It was reported that during left knee primary surgery, doctor went to open implant. Plastic outerbox was sealed, however the plastic surrounding the product looked as if the product had been dropped. Surgeon decided that product was not sterile and proceeded to flash the product, run biologics, and then utilized it.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs distal femoral component was reported. The event was not confirmed. Device evaluation not performed as the pack or photographs of the pack were not made available. Medical evaluation not performed as this event relates to pack damage. Device history review determined that the lot was manufactured and packed to specification. Complaint history review. There have been no similar events for the reported lot. The packaging was not returned and no photographs of the packaging were provided as the pack was discarded by the hospital. Based on the event description, the customer said that it looked like the product had been dropped however without inspection of the packaging or photographs of it, the root cause of this event cannot be determined. No further investigation for this event is possible at this time.

Event description:
It was reported that during left knee primary surgery, doctor went to open implant. Plastic outerbox was sealed, however the plastic surrounding the product looked as if the product had been dropped. Surgeon decided that product was not sterile and proceeded to flash the product, run biologics, and then utilized it.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.